Event description:
This report is being filed after the subsequent review of the following journal article: nascimento, fp., et. Al., flexible intramedullary nails with traction versus plaster cast for treating femoral shaft fractures in children: comparative retrospective study., são paulo medical journal, 131; 5-12. Femoral fractures are most common in children around the ages of two through 12 years old. In this study children between the ages of five through 14 years old were recruited to a study comparing a surgical procedure using a titanium elastic nail (synthes) to repair a femoral fracture versus traditional traction and cast. Thirty children were recruited to receive titanium elastic nails and the study took place between january 1995 and february 2004. Children receiving a titanium elastic nail had a shorter time of healing and were able to place partial and full weight-bearing and return to daily activities faster than the conventional traction and cast method. There is not sufficient information to file multiple reports. One patient¿s nail migrated; the tip was cut off in a new surgery; one patient needed a revision due to a fall; one patient had soft-tissue irritation and had the nail removed early.

Manufacturer narrative:
Device used for treatment not for diagnosis. Date of event: nascimento, fp., et. Al., (2013), flexible intramedullary nails with traction versus plaster cast for treating femoral shaft fractures in children: comparative retrospective study., são paulo medical journal, 131; 5-12. Additional device info: this report is for an unknown titanium elastic nail. Implant/explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.